Event description:
It was reported that balloon rupture occurred. Vascular access was obtained through retrograde approach. The 80% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous right antebrachium. A 6.0 x 40, 40cm mustang balloon catheter was selected for pre dilatation. On the first inflation, the device was inflated at nominal pressure but part of the site was not dilated. On the second inflation, the device was inflated at 14 atmospheres (atms) and it was noted that the gauge did not increase. It was confirmed under fluoroscopic control that the contrast media leaked. The device was removed from the patient and a pinhole rupture was observed. The procedure was completed with a different device. No patient complications were reported and the patients status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).